Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after changing an infusion set (inset 23" 6 mm), with glucose reaching 220 mg/dl and remaining elevated for approximately 20 minutes; no device alerts occurred, and the user was advised to allow the ilet corrective algorithm time to lower glucose and to consider a site change if levels did not improve. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user counseling on troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.